Manufacturer narrative:
Manufacturer is retrieving further information from the site and will submit follow-up report upon availability of new details.

Event description:
On (B)(6) 2025, the perceval plus valve, pvf-s, was implanted in the patient without any problem. However, the valve migrated when the heart moved. As such, the valve was explanted and replaced with inspiris (unknown size). No further information is available at this time.